Event description:
The manufacturer was notified on (B)(4) 2015 that mitroflow valve (lxa, size19) was explanted due to leaflets appearing fibro-calcific and hypomobile. Three years after operation of aortic valve replacement the patient showed dyspnea. Echocardiography reveals the degeneration of the prosthesis implanted.

Manufacturer narrative:
Results= the complete manufacturing and material records for the subject valve were pulled and being reviewed by quality control at sorin group (B)(4). Histopathological evaluation is being ocnducted. On-going evaluation.

Manufacturer narrative:
Corrected the date of the event from (B)(6) 2014 to (B)(6) 2014 .